Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. As received, the battery charger/modem was unable to fully power on. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the c/a board. The root cause for the flash memory failure could not be positively identified. The battery charger design change in (B)(4) was determined to be effective at reducing the occurrence of fractured bga's resulting from mechanical strain. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the charger was resetting.